Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that he was out in the rain with the pump. Customer then received a button error alarm. Pump might have been exposed to moisture. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Insulin pump had an intermittent button response, due to moisture damage on keypad traces. No button error alarm. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tub clip and cracked reservoir tube. No moisture damage on electronic assembly.